Event description:
Philips received a complaint on the v60 ventilator indicating that the blower was not running and there was a patient circuit occluded error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the device settings for the ventilator when the alleged issue occurred, and the rse advised the customer to replace the blower assembly. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: short description initially reported as patient circuit occluded, updated to reflect blower not running.